Event description:
It was reported that the patient was seen in the critical care unit post congestive heart failure admission. There was a request for an interrogation of the device based on the low percentage of bi-ventricular (biv) pacing. The patient presented with a heart rate in the 90's in sinus rhythm. The atrial lead electrogram was "noisy" in appearance with a failure to sense intrinsic p waves. The device was reprogrammed to ddd pacing with device failing to biv pace owing to the loss of atrial sensing. The right atrial lead threshold was high and clinic records showed and acute rise in thresholds over the last few clinic visits. A chest x-ray from 2011 demonstrated a probable dislodged atrial lead and a more recent x-ray from 2012 demonstrated further migration of the dislodged atrial lead such that the tip was now to the tricuspid valve. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4196 implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 2009 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.